Manufacturer narrative:
According to the facility a blue fiber was found in a patient's eye during a procedure. The sample has been evaluated, however, a definitive root cause could not be determined at this time. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility a blue fiber was found in a patient's eye during a procedure.